Event description:
PICC line placed without difficulty. During attempted removal of the PICC line only 24 centimeters came out. The PICC line snapped off inside the pt. X-rays taken to verify location of the catheter segment. Catheter surgically removed with no pt complications.